Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected >2000 ohms on a non-boston sceintific atrial lead around one month post implant. At the time, the physician elected to explant the device. The lead remained in-service. The device was returned for analysis. There had been no reported patient symptoms associated with this clinical observation.

Manufacturer narrative:
Upon return to the boston scientific post market quality assurance laboratory, visual inspection revealed no irregularities. No obstructions were noted within the lead barrels, all seal plugs were intact and all setscrews operated normally. Review of the daily impedance measurements indicated measurements for the right ventricular and shock channels were within expected ranges. Daily atrial measurements; however, ranged from 114 to >2000 ohms, with the majority of recordings > 2000 ohms. A load was connected to the atrial port and multiple manual impedance measurements were observed to be within specifications. The atrial seal plug and setscrew were removed; both the setscrew and terminal block threads demonstrated normal wear and marks from the lead pin were visible in the terminal block. A boston scientific crm lead was inserted into the atrial port such that the setscrew could hold the lead and pass the "tug" test. With clear intent, however, the lead was not fully inserted (i.e. The tip portion of the lead made contact with the device but the ring portion did not line up with the header springs). This resulted in a >2000 ohms impedance measurement upon testing. Once the lead was confirmed to be fully inserted; however, all measurements were within expected ranges. A comprehensive series of automated diagnostic tests were conducted to verify the performance of the device memory, pacing, defibrillation and recording functions. The device passed all testing.